Event description:
It was reported that the patient underwent a surgical procedure involving a spectra penile prosthesis (spp). During the procedure the spp was removed on the right side due to distal perforation and a tactra penile prosthesis was implanted. No information was provided about the patient's outcome. It was further reported that there were no known mechanical failures associated with the spp. The patient was said to be in recovery and discharged from the hospital following the procedure. No more information available at the moment. Should additional information become available, it will be provided.